Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted receipt of 1 suture and 1 needle. It was observed, under magnification, that the suture appeared to have split under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bilateral breast augmentation procedure, the device¿s thread broke 30-40 minutes into the procedure while the surgeon was closing the fascia after implantation of breast implants. A new suture from the same lot was used to complete the case without issue. There was no injury caused to the patient and no medical intervention was required.